Manufacturer narrative:
Philips service rebooted the suite pc, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system failed to boot; resolved by rebooting suite pc on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.